Event description:
It was reported that, "patient received total hip arthroplasty in 2008, one week later during rehab, patient rotated right leg while weight bearing and the femur had a spiral fracture above the distal tip of the stem. During revision, the doctor removed the stem only and replaced with a longer revision stem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.